Manufacturer narrative:
E1. Initial reporter address 1: (B)(6).

Event description:
It was reported that stent was damaged post-deployment. The patient presented with chest pain. The 80% stenosed target lesion was located in the non-tortuous and severely calcified left main coronary artery. Following post-dilatation with a 4.5 x 6 mm nc emerge balloon catheter, a 3.50 x 32 mm synergy megatron drug-eluting stent was deployed, and found the stent elongated and had struts protruding towards the aorta. While wiring the stent, it passed through the stent struts, causing the proximal part of the stent to crush towards one side of the vessel during post-dilatation. Further post-dilatation was then performed, imaging was done, and timi iii flow was achieved. The procedure was completed with a different device. No patient complications were reported, and patient is doing well.